Event description:
The user facility reported that the machine would not hold pressure during surgery. It was reported that it was tried several times with the same outcome. A spare machine from next door theatres was used to complete the procedure. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the machine would not hold pressure during surgery. It was reported that it was tried several times with the same outcome. A spare machine from next door theatres was used to complete the procedure. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.